Event description:
It was reported that stem was explanted due to loosening.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding stem loosening involving an accolade ii stem was reported. The event was not confirmed. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, patient x-rays, patient history and operative reports are needed in order to complete this investigation

Event description:
It was reported that stem was explanted due to loosening.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Not returned.